Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic console exhibited poor aspiration while using the cutter. The procedure was completed with same console despite of the poor efficiency. Patient impact was not reported. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Additional information is provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the vitrectomy valve cable was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. However, this is unrelated to the reported event. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to have no problem; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).